Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The following were indicated in the operative notes and have been updated in the complaint: corrosion of the neck of the stem and liner. Synovitis was present. Comorbidity of degenerative joint disease. Unk depuy stem had been added to products. Lab results for the reported elevated ions are currently unavailable.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.